Manufacturer narrative:
This report has been identified as b. Braun medical internal report number : (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: ail alarm. Detailed inquiry description: reported ail alarm infusing oxacillin. Pump sn: (B)(6), original packaging was thrown away. Tubing not collected as pt had active infusion, asked rn to set aside tubing for collection tomorrow. Small 'champagne' bubbles noted. Rn removed tubing, flicked small air bubbles past sensor and pump switched out, infusion continued without issue on new pump. Sequestered pump with ail alarm and replaced with pump assessed by system biomed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.